Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history records (DHR) and lot history could not be reviewed. The customer did not returned a sample; however, the customer did state that it was recognized the theatre staff were not using the metal wrench to secure the tip correctly, thus the plastic particles. The root cause of the customer's complaint could not be established as a sample has not been received; however, it was most likely related to user handling during set-up as it was recognized the theatre staff were not using the metal wrench to secure the tip correctly, thus the plastic particles. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is unknown; however, user handling is suspected. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the infusion sleeve became detached and had to be removed from the eye . It was unknown if it was removed from the eye during the same procedure. Additional information received from the customer indicated the fragments material matched with the plastic tip wrench. Additional information was requested; however, none has been received to date.